Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material inside the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, h3 (device evaluated by manufacturer) was updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the worn scope cover packing identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions included in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.